Manufacturer narrative:
(B)(4). Title esophagojejunal anastomosis after laparoscopic total gastrectomy for gastric cancer: circular versus linear stapling source circular versus linear stapling anastomosis, volume 3, 2019 (344-354) date of publication: 16 september 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study, after using circular stapling method on laparoscopic total gastrectomy (ltg) for gastric cancer in 77 patients, anastomotic complications were reported including stricture, leakage and bleeding. Additional examinations, including blood tests and computed tomography, were performed.